Event description:
A caller reported that the pump battery was depleting too quickly, leading to a pump shutdown. Despite this issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating stability. To resolve the problem, the customer was instructed to uninstall and reinstall the mobile app and to monitor battery depletion, following up if it exceeds 35% per day. The customer understood and acknowledged the instructions.